Event description:
Reporter indicated that vns patient was scheduled for explant surgery due to lack of efficacy and device migration. It was reported that the patient's device had been programmed to off pending explant surgery and that if the patient did not experience an increase in seizure activity over a month's time, then the device would be explanted.